Event description:
It was reported the patient has not charged his ipg since the implant. The ipg does not communicate with any of the external devices. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be undertaken to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.